Event description:
It was reported that the physician was unable to place lead due to patients heart rate dropping below thirty and the case was aborted to stabilize patient. The physician did not believe that the heart rate dropping was due to the procedure. No device malfunction was suspected. The explanted trial lead was discarded by medical facility.